Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred.after removing the 2.25 x 12mm promus element plus mr stent delivery device from the package a "bulge" in the stent was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was unknown.

Manufacturer narrative:
Device is combination product. (B)(4)

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. After removing the 2.25 x 12mm promus element plus mr stent delivery device from the package a "bulge" in the stent was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was unknown.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction. No issues were noted with the crimped stent and the balloon section of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was also present on the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).